Event description:
10:30 - 11:30 a.m. Patient undergoing percutaneous transluminal coronary angioplasty and balloon rupture occurred in mid right coronary artery. Unable to remove catheter at this point, necessitating surgical intervention.